Event description:
Pacemaker inserted in or and working properly at completion of procedure. Pt transferred to pacu. When pacer representative checked pt, pacer not firing. Pt returned to or insertion of new generator.